Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient "caught her implant on a door frame" about three weeks prior to report since it's located in her hip. It was noted that since then, the implant seemed closer to the skin, the implant area "hurt like hell, " and the patient's left leg was tingling constantly. It was noted that since this event, the patient has been able to charge better than before as she was getting eight coupling bars every time. Additionally there was a reported loss of therapeutic effect and return of pain in her left leg. Additional information received three days later reported that the manufacturer's representative was meeting with the patient on friday for reprogramming and a device check. Additional information received four days later reported that the patient caught the device on the handle of the door. It was noted that an impedance check showed impedances within the normal range of 1000 - 2000 ohms. It was noted that the device was reprogrammed and the necessary coverage was attained again. It was noted that the patient seemed happy with the result and mentioned how wonderful the spinal cord stimulator has been for her. Additional information received four days later reported that the stimulation was too high after being reprogrammed "last friday" (B)(6), 2014. It was noted that the patient was in to see her physician on the morning of report and he suggested that she contact the manufacturer's representative to get it programmed lower. It was noted that the patient's device (likely the programmer) was reportedly not working correctly; she had tried "it all" with the patient programmer. Additional information received one day later reported that the manufacturer's representative would see the patient "this week." Additional information received one day later reported that the patient was still having concerns with her device or therapy but was working with her doctor or manufacturer's representative. The reported appointment date was (B)(6), 2014. Additional information received five days later reported that the patient didn't have any issues with her stimulator; she reportedly just needed to be reprogrammed. It was noted that the impedances were checked and were within the normal range. If additional information is received, a supplemental report will be filed.